Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm 2002. A computerized tomography scan performed in 2001 demonstrated an aneurysm diameter of 4.9 cm and aneurysm length of 8 cm. Aneurysm diameter measured by angiogram performed 3 weeks later was 5 cm x 7 cm with a 2.5 cm length aneurysm neck. There were multiple mild to moderate stenotic lesions at the proximal and distal left and right common iliac arteries and external iliac arteries. There was severe stenosis at the origin of the left internal iliac artery and a moderate degree of stenosis at the origin of the right internal iliac artery. The aneurysm aorta was tortuous and curved to the left due to scoliosis. The pt has a history of transient ischemic attacks, dye allergy, hypertension, hypercholesterolemia, chronic obstructive pulmonary disease, coronary artery disease, diverticulosis, tobacco use, and possible liver cirrhosis. The pt was brought to the operating room and prepped and draped in the usual sterile fashion. The appropriate needles, guidewires, and catheters were utilized. Because of the small size of the iliac arteries, the right iliac artery was dilated with a 16 french sheath dilator followed by a 21 french sheath dilator. The dilator was removed, and the bifurcated device was advanced above the renal arteries. The 16 french sheath was inserted into the left groin with moderate tension. The bifurcated device was deployed, and the runners were left in place. The contralateral gate was cannulated, and the iliac limb was positioned through the 16 french sheath and deployed. The end of the limb was short; therefore, a 13 mm diameter x 5.5 cm length iliac extender cuff was deployed at the distal end of the iliac limb. The runners of the bifurcated device were removed, and a 13 mm diameter x 5.5 cm length iliac extender cuff was deployed on the ipsilateral side. Angiography demonstrated an excellent seal of the stent graft with no evidence of extravasation either from the stent graft or from the arteries above or below the stent graft. The guidewire was removed from the right groin and repair was initiated. The 16 french sheath was removed from the left groin, and repair was initiated. At this point, the pt became hypotensive, and blood was seen leaking down from the left groin incision. A midline laparotomy was made and the abdomen was inspected. A tear of approx 1.5-2.0 cm was discovered in the distal common iliac artery just below the stent graft. The artery was dissected free and cross-clamped. The pt's blood pressure stabilized, but the pt developed profound st segment elevation on electrocardiogram and again became hypotensive. The pt's cardiac rhythm degenerated into ventricular fibrillation. Cardiopulmonary resuscitation was initiated. Resuscitative efforts were unsuccessful, and the pt expired.